Manufacturer narrative:
The valve was received in the co fer analysis laboratory in a co product return kit, in a dry state. The sewing cuff was brownish-gray in color, contained a dark blue suture, and had been partially cut away. Portions of the sewing cuff remained attached to the orifice of the valve; however, two large portions of the sewing cuff had been cut off. A large piece of white tissue was observed on the inflow and outflow sides of the sewing cuff, as well as on the top rim of the orifice. This tissue did not extend into the recessed pivot areas, nor into the inside diameter of the orifice, and did not interfere with leaflet motion in any way. Both leaflets opened and closed normally. A dried, granular substance appearing to be dried blood or body fluid covered the carbon surfaces of the valve. The vavle was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of co specifications. The leaflet and orifice dimensions were inspected and verified to be within co specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with co's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date.

Event description:
Leaflet movement was restricted.